Manufacturer narrative:
The product remains in the patient and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of four for the same event. Reports one through three are reported on MFR #: 0001032347-2017-00246 through 0001032347-2017-00248.

Event description:
The patient was implanted with temporomandibular joint (tmj) implants on (B)(6) 2014. The patient reported having a re-operation in (B)(6) 2015 to "clean up the left side." The patient states he wasn't sure exactly what was done, but no implants were removed.